Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted that the nc trek rx instruction for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, heavily calcified, 99% stenosed distal right coronary artery. A 3.00 x 8 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. There was no resistance noted during the removal of the protective sheath. The bdc was prepped (air aspiration) inside the anatomy prior to use. The bdc was advanced with no resistance to the lesion. Upon the first inflation of the balloon to 8 atmospheres, the balloon ruptured. The bdc was replaced with a 3.00 x 8 mm non-abbott bdc and the procedure was successfully completed with the implant of a stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.